Manufacturer narrative:
The concern was that when the user would push the red release button, the cot would release from the performance load. Instead of the expected action of having to push the cot toward the head compartment of the vehicle, the unit would release the cot. It was identified that the vehicle was on an angle in which the cot was leaning toward the head end of the vehicle patient compartment by 1 degree; this angle was acting as the ¿push¿ intended to relieve the load on the latch.

Event description:
It was alleged that there was insufficient fastener retention force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was alleged that there was insufficient fastener retention force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was alleged that there was insufficient fastener retention force. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.